Event description:
Note: this report pertains to one of two complaints (MFR report # 3005099803-2010-03415) that occurred during the same procedure. It was reported to boston scientific corporation through a retrospective review that two ultraflex esophageal partially covered stents were removed during a procedure performed on (B)(6) 2007. According to the complainant, an ultraflex esophageal partially covered stent was placed on (B)(6) 2007 to seal a leak associated with sepsis that developed post bariatric surgery that was performed (B)(6) 2007. In addition to this stent, a second ultraflex esophageal partially covered stent (manufacturer's report # 3005099803-2010-03415) was placed on (B)(6) 2007 to obtain a better seal of the leak. It was confirmed that placement of both ultraflex stents was successful and uncomplicated. On (B)(6) 2007, the patient presented with stent migration. The event was reported as moderate in severity and was resolved by endoscopic removal with forceps of both ultraflex stents on (B)(6) 2007. The removal of both ultraflex stents was successful and uncomplicated. At least visit, it was confirmed that the patient was in good health. The patient underwent additional stenting procedures, two sessions of endoscopic drainage and two sessions of necrosectomy and closure of the leak was finally attained.

Manufacturer narrative:
Device reported as partially covered, length (full, body) 15 cm. Diameter (flange/body) 18/23 mm and not used past expiry. (B)(4) - medical intervention required. Study source: retrospective review of temporary stenting for the endoscopic management of post bariatric surgery leaks and esophageal leaks. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Should any further relevant information become available a supplemental medwatch will be filed.